Event description:
A nurse reported to baxter (B)(4) that some cracks on the light blue main body of the transfer set were seen after ten days of use. There was no disinfectant used on the set by the patient or doctor. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no sample was returned. The root cause is unknown. A batch review for the lot number showed no similar problems noted. Baxter will continue to monitor similar reports to determine if further actions are required.